Event description:
New information notes that the lead was capped during a normal device change out due eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for routine follow up. Upon interrogation, multiple vf episodes due to rv lead noise were observed. Noise was not reproducible with isometrics. Lead revision was recommended. Patient is scheduled for further testing and reprogramming.